Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v998462, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v998462, implanted: (B)(6), 2012. Explanted: product type: lead.

Event description:
It was reported the patient had a loss of therapeutic effect, and the therapy was not working. It was stated the patient had been feeling symptom return for the week prior to report and felt like he had to go the bathroom all the time again. The patient tried to increase stimulation but did not feel it like he used to. He used to feel stimulation just above the testicles but now he couldn¿t even when turning stimulation up to 2.9-3.0 volts. He usually felt stimulation at 1.0 and 1.2 volts. Reportedly, he can only really feel stimulation while lying down. It was noted two days prior to report the patient felt something like a ¿ball bearing¿ near his spine and stated it looked like a vein so the patient was suspecting the lead wire ¿popped out¿ from the spine. He could feel it just below the implant one inch below the spine on the left side. There were no falls reported but the patient was ¿very sexually active and can be in many different positions.¿ it was also noted the patient had an MRI of his stomach/groin/intestine area about one month prior to report and his doctor told him it would be ok if he turned off his stimulator. The patient was worried that he could have been feeling symptom return since one month prior to report and was worried that the MRI did something to the device components. The patient also stated he had other health issues, ¿stomach, intestinal, cancer¿ and reportedly had been in the hospital for these items recently.